Event description:
Healthcare professional reported right rupture, a size decrease, and capsule never removed from previous surgery with textured devices. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, a.4, b.3, d.6b, h.6.

Event description:
Healthcare professional reported, right rupture. A size decrease and capsule never removed from previous surgery with textured devices. Device has been explanted.